Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received an alert that said low glucose and sensor expiring soon, but he couldn't see his blood glucose (bg). While troubleshooting with the agent, he said he could see his bg is at 62 mg/dl and was advised to treat with the 15 and 15 rule. Upon review of the ilet report by the agent, the lowest bg experienced during the hypoglycemic event was 39 mg/dl. The patient did not mention any symptoms during the event. The patient did not specify how he planned to treat the low, but he was back in range to 82 mg/dl about an hour later. The patient did not require any medical intervention due to the reported event.